Manufacturer narrative:
Investigation summary: tested 5x retained devices with negative standard. All devices yielded valid and accurate negative results at the 15 minute result read time. Technical support noted a procedural error during troubleshooting. Root cause: cannot duplicate with retains; it is possible the samples used in the study were below the lod for sofia. Source: phone.

Event description:
Reported 1 false negative sofia sars result for 1 patient who was known to be sars positive prior to testing. The testing was completed as part of a verification study using known positive patients that were already admitted to the hospital. How long the patients were in the hospital and when the sample was collected after symptom onset.